Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, an impella surgical site washout was conducted due to the hematoma. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had an impella 5.5 support ongoing for over 3 weeks when the access site had to have a hematoma washout. The patient remains on the support while awaiting transplant.